Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an atrial tachycardia procedure with a carto® 3 system and a map shift without error message occurred. During the mapping phase, a map shift of approximately 6 mm was discovered because the anatomy was all of a sudden off from the map that was already created. No error message displayed. There was no cardioversion or patient movement that could have caused the map shift, however, there is a possibility that the shift occurred due to fluoroscopy repositioning. No fluoroscopy was used up until using x-ray to insert a long sheath. It is unknown if fluoroscopy tube moved during points. The bi-plane was thought to already be in when the catheter was initialized, however that cannot be confirmed. A new map was started and the issue resolved. The procedure was continued without patient consequence. This event is MDR reportable because such map shifts could potentially be caused by system malfunction, and there is a potential risk to patient.

Manufacturer narrative:
Manufacturer's ref. No: (B)(4). It was reported that a patient underwent an atrial tachycardia procedure with a carto® 3 system and a map shift without error message occurred. Field service engineer verified with bwi representative that the issue was not reproduced during following cases. The system functioned as expected. The service was declined. Device history record review was performed by the manufacturer and no anomalies, which are related to the reported issue, were noted in manufacturing or servicing of this equipment.